Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the treating doctor consider the event was serious and life threatening to the patient and an invisalign product was being used.

Event description:
The patient reported symptoms of hives on the hands, difficulty breathing and difficulty swallowing. The patient reported visiting the ER and there primary care physician to alleviate the reported symptoms. The patient reported being prescribed prednisone (anti-inflammatory) and allergy medication (unspecified) and was recommended to take benadryl (antihistamine) to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2018. The treating doctor considered the event was serious and life threatening to the patient.